Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. A getinge field service engineer (fse) arrived onsite and observed unit was not working in battery mode, only working in mains. Checked the unit and found both batteries are defective & completely not giving backup. Now both the batteries are replaced with a new one. Now checked the unit & found working fine.

Event description:
It was reported that the cs300 not working in batteries. During general checkup, perfusionist found battery backup issue. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.